Event description:
The customer reported to olympus, the video processor has a front panel lighting blinking and also has no image. The issue was found during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. The device evaluation confirmed the issues alleged by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the events (front panel lights on and loss of image) occurred due to a failure of the printed circuit boards (ap and dp boards). Olympus will continue to monitor field performance for this device.